Event description:
The customer reported that the system was unable to display live images on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative tightened the lemo receptacle. The system was tested and found to be working as intended and put back in service.